Event description:
With the use of the closed system transfer device, phaseal, subcutaneous injections tend to leak where the phaseal piece attaches to the needle. This can lead to subcutaneous injections leaking of hazardous medication. Nurse verified that piece was tightly attached to needle before administering.